Event description:
The customer reported the sys hard drive was corrupt which resulted in the inability of the sys to boot up and save images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sys software was reloaded and the tracking adjusted. The sys was then found to be operating as intended.